Event description:
As catheter was being inserted, approx 1 1/2 inches had been threaded when symptoms began. Pt complained of back pain and face turned red down to the neck. Pt became anxious moving in bed and shortly thereafter lost red face and neck became a mottled purple cast with complaints of shortness of breath stating "can't breathe." Also complained of back hurting and some chest pain. Midline catheter immediately removed when pt complained of shortness of breath. Pressure applied to discontinued midline site. Bp 108/64 p-88 r-18. Pt then regained pre-insertion pale complexion. Charge nurse and physician immediately notified and immediatley in to evaluate pt. Md stated he felt it was a reaction to the landmark catheter. Benadryl 25 mg ivp and demerol 25 mg ivp given.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other, other. The device was destroyed/disposed of.